Manufacturer narrative:
Visual inspection: it was observed that the underside of one of the set screws exhibited significant radial deformation, suggesting that the rod was not fully reduced prior to final tightening. Functional inspection: the set screw was able to mate with a sample yukon screw as intended. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level. According to the rep, fusion was achieved. Per the IFU, metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed.

Event description:
During a planned revision surgery to extend a construct, it was reported that 4 yukon set screws spanning c7-t1 had become loose post-operatively. All 4 were removed during the revision. This report represents the fourth of the 4 yukon set screws.

Event description:
During a planned revision surgery to extend a construct, it was reported that 4 yukon set screws spanning c7-t1 had become loose post-operatively. All 4 were removed during the revision. This report represents the fourth of the 4 yukon set screws.